Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5175850, medical device expiration date: 01/31/2017, device manufacture date: 06/24/2015. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® urine analysis preservative tube had sharp mold lines. No report of injury or medical intervention. No report of blood exposure to mucous membrane.